Event description:
In 2008, the patient reported that she has been experiencing blockages on her infusion device (competitor infusion device) and she was feeling badly. She stated that one week ago, she tested her blood glucose (value not provided) and her urine and was spilling ketones. She removed her infusion site and found that the cannula was bent. She injected insulin via syringe to lower her blood glucose to her normal level of 140 mg/dl. The site had not been in use for any longer than 3 days. On three days earlier, the patient inserted a new infusion site and immediately began experiencing blockages. She removed the infusion site and the cannula was bent. She stated that she was feeling nauseous, was having heart palpitations, was irritable, and thirsty. Her blood glucose measured 417 mg/dl and she was spilling ketones. She injected over 5 units of insulin via syringe to lower her blood glucose. She inserted a new infusion site and had difficulty removing the introducer needle. She removed the entire infusion site and experienced pain. The introducer needle and cannula were bent. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.